Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false negative result was obtained by the laboratory personnel. A gram preparation was used to confirm the result as a false negative. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: a failure for incorrect results was reported on a bactec fx instrument (p/n 441385, s/n (B)(6)). The customer reported a second false negative result. The bactec fx instrument detected an anaerobic blood culture bottle as negative. The customer prepared a gram sample from the blood culture in the bottle; the result of this gram preparation showed cocci and a staphylococcus pettenkoferi was identified by the customer. Bd field service was provided with growth curve data and logfiles. Bd field service reviewed the case information and found no issue with the instrument or media operating outside of the normal fault tolerance. To prioritize customer satisfaction, the bactec instrument was replaced with a new serial (B)(6). This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) review of service history for (B)(6) revealed no further cases except for the associated false negative under previous case which was investigated. The root cause is unknown. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false negative result was obtained by the laboratory personnel. A gram preparation was used to confirm the result as a false negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " compared to case (B)(4) a second false negative result has been reported by the customer within two months. A pir has already been reported within salesforce. (B)(4). This is the 2nd complaint about a false negative bloodculture. (First one: (B)(4)). Bactec fx detected a anaerobic bc-bootle as a false negative. The growth curve is attached, logfiles will follow. The gram preparation clearly shows cocci and a staphylococcus pettenkoferi has grown. The customer has within two month two bloodcultures discovered, which were detected as falsce negative. From today, the customer will check all anaerobic blood cultures from the affected device."